Manufacturer narrative:
Qc was acceptable. The technician repeated the sample with a manual dilution of 1:10; the sample was repeated at normal sample volume over 2 hours later with the sample sitting out during that time at room temperature. Product labeling does not recommend dilutions for patient samples and states: "due to possible evaporation effects, samples, calibrators and controls on the analyzers should be analyzed/measured within 2 hours." The investigation determined the event was due to customer handling issues (dilution and sample).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 stat assay (troponin t stat) on a cobas 8000 e 602 module. The initial result at 7:19 p.m. Was 31.50 ng/l with a data flag. At 7:24 p.m. The technician repeated the sample with a manual dilution of 1:10 and the result was 60.00 ng/l with a data flag. The repeat result at 11:59 p.m. Was 26.05 ng/l with a data flag. The initial result of 31.50 ng/l was believed to be correct.

Manufacturer narrative:
The e602 module serial number was (B)(6). H3 other text : na.